Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, the system switched off and could not be turned on again. An alternate system was used to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming power distribution printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed the nonconforming power distribution printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).